Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device was found with the tip cracked at the beginning of surgery and was not used on the patient as the implant could not be mated with it. The procedure was completed without further issue or delay with another device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Reported device was returned for review against the complaint for cracked blue sleeve. Visual review of the device confirms the blue sleeve fractured. The device shows wear and tear from an approximate field use age of 3 years. No other damage was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.